Event description:
It was reported that after surgery with a twinfix anchor, the patient had an incision infection. The incision healed after two weeks of dressing change. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the 72202595 reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined. However, a trend of this nature has been observed with this product in the field, prompting a root cause investigation. Complaint history review and batch were unattainable without a valid lot number and product code provided although query using entire twinfix UK family indicated similar allegations.